Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up check. Noise was noted on the ventricular lead post (B)(6) 2019. Upon interrogation on (B)(6) 2020, there were 10254 noise reversion episodes. The patient has a good underlying rhythm and was completely asymptomatic to the noise. R wave was small but appeared stable. The threshold had increased. Impedance was stable. The lead was reprogrammed. The patient will attend a routine check-in and has home monitoring in place.